Event description:
It was reported that the patient came to the hospital not feeling well, and with a heart rate in the 40s. Device interrogation found high and fluctuating threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 452453 lead implanted: (B)(6) 1992. (B)(4).